Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge. Customer¿s blood glucose level was 110 mg/dl.